Event description:
A malfunction alarm, identified as malfunction code 16, was reported by the customer, and attempts to reset it were unsuccessful. The impact on the customer¿s blood glucose level was not reported, as the customer declined to provide specific information. Technical support assisted the customer with pump reset instructions, confirmed the shipping address for a replacement, and instructed on how to put the pump into storage mode before returning it. The customer will use multiple daily injections (mdi) as backup therapy until the replacement pump arrives.